Event description:
It has been reported to philips that geometry movements were unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened. The procedure was completed by using another system. Field service engineer (fse) inspected the system onsite and found that geometry movements were unavailable. After reviewing log file fse found that there is a malfunctioning geo-pc, and longitudinal arc is reviewed detected. Upon troubleshooting fse found there is communication problem with geo pc. Pte material is detected. Fse found can problems. The cause of the geo pc failure could not be determined by the supplier's part analysis. To resolve the issue fse replaced the geo pc. After replacement of geo pc, the system was working as intended. The codes were updated based on the investigation outcome.